Manufacturer narrative:
(B)(4). The device was not available for evaluation. The lot number of the device was unknown; therefore, a batch review could not be completed. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while in the process of disconnecting an infusor device from the patient, the nurse discovered that the reservoir was not empty. The device had been filled with sodium chloride and fluoracil. There was no resistance when the nurse flushed the peripherally inserted central catheter. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device is not available for evaluation. Should any additional relevant information become available, a supplemental report will be submitted.